Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005, product type: lead. Product ID: 389033, lot# j0519572v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp): it was reported that the cause of the leads likely being fractured was undetermined and would remain undetermined until they performed a revision. The hcp noted they would schedule a revision of the patient's leads in a few months. The issue had not been resolved. No further complications reported.

Manufacturer narrative:
Product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: lead; product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that imaging was performed and showed both epidural leads were intact and connected. The device was reprogrammed on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: lead; product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: lead. The information reported under manufacturer report (MFR) 3004209178-2019-00942 was previously reported under MFR 3004209178-2018 -25446. Additional review indicates this information pertains to MFR 3004209178-2018-25446; any additional information related to this event will be reported under MFR 3004209178-2018-25446. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that it shut off or gave high frequency jolts without warning. Diagnostics performed included interrogating the device, and the device diagnosis was noted to have been a lead fracture/malfunction. Interventions taken included explanting and not replacing the lead, and it was noted that the patient would like a revision in (B)(6) 2019. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient had an issue in that the therapy was working and suddenly it stops working; when the patient set it at a high power, the patient felt it was too much and needed to decrease the power. It was noted that the event was possibly related to the device or therapy and possibly related to the implant procedure. It was corrected that no actions had been taken. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was experiencing inconsistent delivery of stimulation, and that impedance check results varied, but never went out of range. It was noted that there were no known factors that contributed to the issue. The physician opted to replace the leads due to the inconsistency delivery of stimulation. The issue was resolved at the time of the event.

Manufacturer narrative:
Other applicable components are: product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005, product type: lead; product ID: 389033, lot# j0519572v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was only using electrodes 0-3 and impedances varied with 4 different tests. The patient went from not feeling stimulation to being zapped with movement. The representative noted that the leads were likely fractured. There were no known contributing factors to this issue. Impedances weren't greater than 10 ,000 ohms but were at least 8,000 on one test and 5,000 ohms on the same electrode during a different test. The patient was going to have the leads replaced. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: lead. Product ID: 389033, lot# j0519572v, implanted: (B)(6) 2005-, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the leads were explanted and replaced. The extensions were explanted, but not replaced. The issue was noted to be resolved, without sequelae, on (B)(6)2019 after the explant.